Event description:
The endotracheal tube (et) was used for intubation on patient and immediately afterwards we needed to start CPR (cardiopulmonary resuscitation) as there was no chest rise. No air entry when doctor listen to chest. It was decided to reintubate . Registrar cut the et to check what is wrong and they found an obstruction in the tube. It appears to be a plastic obstruction who blocked air entry. We have asked for additional information as age/weight of the patient, health condition prior its intubation and current status of health. The current patient's state of health is unknown.

Manufacturer narrative:
We have questioned our local distributor in south africa in order to receive additional information. The batch review does not show any non-conformity. The products are in conformity with the specifications. During the manufacturing process, a mandrel is introduced in the endotracheal tube for the marking process. Furthermore, the standard male iso adaptator is introduced in the et tube, there is no gluing process. There is no plastic used during the manufacturing process. Therefore, it is very unlikely that the obstruction is related to a manufacturing defect. This adaptator can be removed . This adaptator is to connect the endotracheal tube to the ventilator. From our historical analysis of complaints, in the last 3 years (2020 to 2023), this is the very first complaint/incident on this reference. Reference. This batch of 1280 units have been sold between april and october 2020. We are waiting for the involved sample and for the additional information for investigation.

Manufacturer narrative:
We received the involved endotracheal tube. The visual examination confirms that the endotracheal tube is obstructed . After removal of this material from the endotracheal tube, it looks like a transparent adhesive film dressing with hairs. Such kind of obstruction and material cannot occur during the manufacturing process of these endotracheal tubes because a mandrel is inserted in all tubes during the marking process. The mandrel has a length greater than the tubes and it is inserted from one end of the tube to the other. Furthermore, the nature of the material found in the endotracheal tube is not a raw material/film dressing used during our different manufacturing processes. Therefore, this obstruction is not related to a defect of our device. Unfortunately, our local distributor in south africa could not receive additional information from the hospital. The batch review does not show any non-conformity. The products are in conformity with the specifications. During the manufacturing process, a mandrel is introduced in the endotracheal tube for the marking process. Furthermore, the standard male iso adaptator is introduced in the et tube, there is no gluing process. There is no plastic used during the manufacturing process.therefore, it is very unlikely that the obstruction is related to a manufacturing defect. This adaptator can be removed . This adaptator is to connect the endotracheal tube to the ventilator. From our historical analysis of complaints in the last 3 years (2020 to 2023), this is the very first complaint/incident on this reference. Between april and october 2020, a total of (B)(4) units from this batch were sold. Based on our review of past complaints over the last three years (from 2020 to 2023), this is the first complaint or incident pertaining to this reference.

Event description:
The endotracheal tube (et) was used for intubation on patient and immediately afterwards we needed to start CPR (cardiopulmonary ressuscitation) as there was no chest rise. No air entry when doctor listen to chest. It was decided to reintubate . Registrar cut the et to check what is wrong and they found an obstruction in the tube. It appears to be a plastic obstruction who blocked air entry. We have asked for additionnal information as age/weight of the patient, health condition prior its intubation and current status of health. The current patient's state of health is unknown.